Event description:
It was reported that there was a perforation. The patient had a greenfield filter implanted in (B)(6) 2003. Computerized tomography scan showed the distal limbs of the device extend peripheral to the inferior vena cava(ivc) and limbs along the anterior right extend approximately 4.6 mm from the outer wall of the ivc.

Manufacturer narrative:
The event date was not given, so the aware date was used.

Manufacturer narrative:
The event date was not given, so the aware date was used.

Event description:
It was reported that there was a perforation. The patient had a greenfield filter implanted in (B)(6) 2003. Computerized tomography scan showed the distal limbs of the device extend peripheral to the inferior vena cava (ivc) and limbs along the anterior right extend approximately 4.6 mm from the outer wall of the ivc.